Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as we receive the products and a product investigation result is available, a f/u report will be sent. (B)(4).

Event description:
It is reported that pt was not able to flex the elbow.